Event description:
Info received indicates both the head end and the right foot end casters continue to roll when in brake.

Manufacturer narrative:
The technician replaced the three casters to repair the stretcher.